Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after firing the reload, the staple line opened up. There was some leakage. A second reload was fired to close it. Used with xl ultra handle. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.